Event description:
Medtronic received information reporting that the actual length of the coil was seriously inconsistent with the model label. The product was supposed to be 12cm and the actual length was more than 30cm. The device was replaced to complete the procedure. There was no harm or injury to the patient who was undergoing a coil embolization procedure to treat an unruptured saccular cavernous sinus aneurysm. The aneurysm max diameter was 6mm and the neck diameter was 3mm. Blood flow and vessel tortuosity were normal. Additional information received clarified that the discrepancy was observed intra-operatively. After the discovery, an attempt was made to implant the coil in the body once, but it was unsuccessful. The device size was incorrect. Additional information received reported that the length of the coil was too long to fill in the aneurysm. There was no other problem except the incorrect size.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. H3: product analysis of qc-4-12-helix, lot no: b240079 ¿ as found condition: the axium coil was returned for analysis within a shipping box; within a sealed plastic bio-pouch; and within an opened axium inner pouch and a dispenser coil. ¿ visual inspection/damage location details: the axium coil was returned within the introduce sheath. The axium coil was found to be inverted within the introducer sheath with the wavelock at the distal end. The axium pushwire was found to be bent at ~6.5cm and ~64.5cm from proximal end. No damages were found with the axium implant coil. However, the returned coil was found to be 3d coil not helix coil. No damages or irregularities were found with the introducer sheath. No other anomalies were observed. ¿ testing/analysis: the axium implant coil was able to be pushed out from introducer sheath. The implant coil was measuring to be ~27.0cm within introducer sheath which is not 12cm. ¿ conclusion: based on the device analysis and the reported information, the customer¿s report of ¿incorrect part¿ was confirmed as the length and shape of implant coil does not match with labeling. However, the root cause could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. For coil incorrect size see capa572119. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.